Event description:
It was reported the bronchovideoscope's image was appearing intermittently during setup/inspection prior to clinical use. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The inspection identified a flicker in image, during angulation the image is lost. Based on the results of the investigation and previous investigations, reasonably known information suggests probable causes of the alleged failure of image going in and out with movement is due to an electrical/electronic component problem identified, the performance of an electrical or electronic component was found to be inadequate. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer